Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter was unable to give exact values apart from one value of "123mg/dl". The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan&#38112;precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.